Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after the plaintiff underwent a left metal-on-metal bhr performed on (B)(6) 2012, has experienced pain in the left hip since. It was recommended to her to undergo a revision surgery due to her metallosis as well as radiographic findings around femoral component. She states her pain continues to increase. She has pain everyday pain that significantly limits her quality of life and limits her activities. On (B)(6) 2024 she had cobalt and chromium levels drawn and her cobalt was 33.7. In her x-rays it seems like the acetabular component is an good position and well fixed. On the femoral side, there is scalloping and osteolysis around the femoral component and femoral neck. A revision surgery was performed on (B)(6) 2024 due to metallosis. The acetabular component was retained and femoral head was removed and replaced with dual mobility construct. The current health status of the patient is unknow.

Manufacturer narrative:
H3, h6: as of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for head. Similar complaints have been identified for cup. This failure will continue to be monitored via routine trending. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. The reported pain is consistent with the osteolysis. A clinical root cause for the elevated cobalt cannot be definitively concluded. Although metallosis was reported, the operative report did not note metal debris or metallosis. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.